Event description:
It was reported that the insulin pump alarmed no delivery. It was also stated that the reservoir will not allow insulin to pass from reservoir into the tubing. The blood glucose reading was 500 mg/dl. The customer was sent new reservoirs, but the issue continued. The customer will be received a new box of infusion sets. Advised to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).